Event description:
Dealer called stating that the 5411ivc bed allegedly had sparks coming out from the plug. No injury alleged.

Event description:
Dealer called stating that the 5411ivc bed allegedly had sparks coming out from the plug. No injury alleged.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr (B)(4) issued MFR report #3003433498-2012-00034 indicating that the manufacturer was carroll healthcare. Additional information indicates that the correct manufacturer is invacare (B)(4). The FDA registration number should have been 1031452, invacare (B)(4). Corrections have been made. MDR decision date: (B)(4) 2012 (B)(4). No RMA has been initiated for this issue. Model 5411ivc, serial number/date code and age of bed are unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. The dealer called stating that they received back one of their rental beds, a 5411ivc homecare bed, and while the bed was being cleaned the junction box, part #1106398, serial #(B)(4) allegedly had sparks coming out from the plug. The motor then allegedly exploded and burned out. The bed is allegedly stuck in one position. Per the dealer it appears that the head motor twisted causing crimping in the wiring which could cause the issue. This invacare bed is sold in (B)(4), not the USA. There was no patient/consumer involvement with the bed. The incident happened at the dealership. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5411ivc, serial number/date code and age of bed are unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. The dealer called stating that they received back one of their rental beds, a 5411ivc homecare bed, and while the bed was being cleaned the junction box, part #1106398, serial # (B)(4) allegedly had sparks coming out from the plug. The motor then allegedly exploded and burned out. The bed is allegedly stuck in one position. Per the dealer, it appears that the head motor twisted causing crimping in the wiring which could cause the issue. This invacare bed is sold in (B)(4), not the USA. There was no patient/consumer involvement with the bed. The incident happened at the dealership. The maintenance history of the device is unknown. The malfunction has not been confirmed.